Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4) the complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in germany: "overinfusion" reason of complaint: "perfusor transferred (only transferred, not administered) hourly boluses of 1ml or 0.5ml on 2021-12-18 to 2021-12-19. The perfusor was loaded with norepinephrine, so the balance didn't add up either."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: investigation results: 1 history inspection. The device history files were read out and analysed. An ops 50ml syringe was inserted and the infusion started with a rate of 0,9 ml/h. A bolus about 0,5ml was given, two minutes after start of the infusion. During the infusion, the rate was changed several times. No other abnormalities were found in the device history. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal (B)(6) on the lower housing were intact and undamaged. The device is in a clean state and no visible damaged are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. An ops 50ml syringe was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4.1 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,88%. The accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 3.4.2 individual inspection: the infusion was started, and the bolus function was tested. During the infusion several boluses was given. No malfunction could be reproduced. 3.5 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 5. Judgment: 5.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. A malfunction of the bolus function could not be reproduced.